Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was experiencing "low power during operation". It is known that there were no injuries. However, it is unknown if there was any medical intervention or surgical delay related to the event. No additional information available.